Event description:
It was reported that the patient presented with z syndrome. Yag was performed (B)(6) 2014 and a second yag performed (B)(6) 2015 as inferior touch up. According to the surgeon, the likely cause of the reported event was anterior capsule contraction syndrome (ccs). This report refers to the patient's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.